Manufacturer narrative:
(B)(4): the complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stent placement procedure in the bile duct of a male patient (B)(6) (patient age, sex, and weight are unknown). During the procedure an attempt was made to deploy the stent, the physician felt friction as the guide catheter was retracted for stent deployment. The physician managed to deploy the stent however the stent was not in the proper site. A second stent was deployed at the target lesion. The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition after the procedure.